Event description:
The customer reported that he undertook a revision due to an acetabular fracture. The fracture was plated at the same time.

Manufacturer narrative:
An event regarding revision due to periprosthetic fracture of the acetabular involving a trident shell was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant indicated: x-rays available for review are photographs of films on a viewing box and include an undated ap of the pelvis demonstrating bilateral uncemented total hip arthroplasty with no screws in the acetabulum. The hips are reduced and in nominal position. Another undated ap of the pelvis demonstrates a left uncemented total hip with multiple screws about the acetabulum with the plate and screws for an internal fixation of a pelvic fracture. Two additional undated aps of the pelvis are as previously described with a dislocation of the left hip and approximately a 90° migration of the acetabular component within the host pelvis. No patient demographics, no operative reports, no comprehensive clinical or past medical history, and no examination of the explanted components are available. There is no evidence that the two revisions resulting from trauma, causing a periprosthetic fracture for the first, and a dislocation and implant loosening for the second were related to factors associated with implant design, manufacturing or materials. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event of acetabular fracture was confirmed through clinician review. X-rays available for review are photographs of films on a viewing box and include an undated ap of the pelvis demonstrating bilateral uncemented total hip arthroplasty with no screws in the acetabulum. The hips are reduced and in nominal position. Another undated ap of the pelvis demonstrates a left uncemented total hip with multiple screws about the acetabulum with the plate and screws for an internal fixation of a pelvic fracture. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as patient demographics, operative reports, comprehensive clinical or past medical history, and examination of the explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that he undertook a revision due to an acetabular fracture. The fracture was plated at the same time.